Event description:
It was reported that the patient had a life-threatening ischemic stroke.

Manufacturer narrative:
Section a: additional patient information will not be provided due to patient privacy laws. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.